Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the primary cause of the haptic damage was related to use of the lens injector system, where the iol was loaded incorrectly in the injector and the haptic subsequently became damaged. The damaged lens was returned to b&l and evaluated. The visual inspection revealed the haptic footplate was torn off. The damage is consistent with lenses that are damaged during delivery, using a lens injector system. Other - sutures.

Event description:
The physician reports that the crystalens haptic bent when loading the lens in the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove the damaged lens, and suture the incision. A second crystalens was implanted successfully, and the patient's prognosis is good. Reference MDR#2031924-2009-00142.